Event description:
The dover 100% silicone 12 french foley catheter is packaged with labeling for a 5cc balloon. The catheter itself, has labeling printed on it for a 10cc balloon. The labeling on the catheter is incorrect.